Event description:
Reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported that the patient faced issue with 4 infusion set cannula was cannula popped out from the body within 3 hours of insertion. The site inserted was abdomen no further information available.

Manufacturer narrative:
Initial and final MDR 1992691- MDR 3003442380-2024-27552- device 3 of 4. E1 patient country: canada. Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.